Event description:
It was reported that during a lumbar fusion at l1 the cage broke upon impaction. The cage fragments were removed and a new cage was implanted. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visually confirmed the implant is broken into multiple pieces; not all portions of the implant returned for analysis. Witness marks noted on the sides of the inserter interface. Optical examination identified asymmetrical witness mark on the anterior face of the implant and deformation at the corners of the inserter interface features, suggesting both excessive force and off-axis impact. Microscopic examination of the fracture identified a brittle fracture with rays indicating the direction of fracture. The above observations are consistent with brittle overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.